Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, prior to a device replacement for normal elective replacement indicator (eri), it was noted that there were episodes low impedance and of noise which resulted in automatic mode switching on the right atrial (ra) lead. A lead revision procedure was initiated but was unable to be completed as the ra lead was unable to be inserted through the superior vena cava due to patient anatomy. The procedure was abandoned. A second attempt at a ra revision procedure was performed with access from the right side and the ra lead was capped and replaced to resolve the event. The patient was stable following the procedure.